Event description:
Symptoms/ae: in stent restenosis. Time of symptoms/ae: after the procedure. It was reported that more than 6 month after implantation of an omnilink stent, the physician states restenosis was observed. The physician believes that the restenosis occurred because of the patient's arterial disease and was not device related. No procedure was done to correct the restenosis. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the stent remains in the patient. The lot number was not identified; therefore, a device history record review could not be performed.